Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient experiencing instability issues with her 3dknee. A replacement and a thicker poly was inserted to provide more stability.